Event description:
It was reported that the patient's right ventricular lead was explanted and replaced due to high, out of range impedance and high capture thresholds. A lead fracture was suspected; however, it was not confirmed visually or with imaging. No patient consequences were reported.